Manufacturer narrative:
The pump was received with blank display due to moisture damage electronic assembly. The pump was also received with moisture damage on the motor, battery tube, keypad assembly, and vibrator assembly. The displacement test or verify unexpected restart error alarm were unable to be conducted due to blank display. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call of damage to the customer's insulin pump. The mother states the customer forgot to take the pump off during a swim meet. The customer received unexpected restart alarm and has noticed droplets on the screen. The customer's blood glucose level at the time of incident was unknown. The customer states there is fluid under the lcd screen. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.